Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2012 and (B)(6) 2007 and mesh was implanted. It is unknown on which dates each mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See medwatch 2210968-2012-01137. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Corrected information: the patient had the mesh removed / debrided on (B)(6) 2011 due to mesh protrusion, bleeding, and pain .

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.